Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was in use from (B)(6) (170 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The blood pump was returned to the manufacturer for evaluation. A preliminary visual inspection of the product indicates a defect of the blood-side layer of the triple layer membrane. Evaluation of the blood pump is ongoing.

Event description:
Berlin heart (B)(4) was informed by our (B)(4) distributor that the site noticed blood along the stabilization ring, in the membrane interstice between the blood side and middle layer of an excor blood pump for a patient supported in lvad configuration. The site suspected a defect of the blood side layer of the triple layer membrane of the excor blood pump. The excor blood pump was exchanged in the clinic by trained personnel without complications. The patient is currently doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The blood pump was subjected to internal functional testing and the pump performance met its required performance specifications. For further analysis, the blood pump was dismounted and visually inspected. A leak in the blood-side layer between the inlet and outlet was found and the stabilization ring was seen shifted from its original position. Analysis indicated that the thickness of the blood-side layer met its required specification. However, notable impressions were found on the airside and middle layer of the triple layer membrane of the blood pump. The impressions on the membrane along the stabilization ring indicate that the stabilization ring may have dislocated during the pump operation. The stabilization ring may have dislocated due to an external force, inadvertently applied on to the pump housing. If the stabilization ring is not in its optimal position or changes position, friction increases and the membrane is stressed. Therefore, the cause for the leak in the blood layer of the membrane was an increased friction on the membrane due to uneven load.